Event description:
It was reported that during the pre-run test the device gave error 3. Another like device was used to complete the case. No patient consequences

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur.